Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.5 - 3.1 inr): qc 1: 2.7 inr qc 2: 2.7 inr qc 3: 2.8 inr the obtained results were in the allowed range. No error messages occurred during the investigation. Medwatch section d9 has been updated.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem.

Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable inr results with coaguchek xs plus meter serial number (B)(4) compared to a laboratory using a stago star max analyzer. On (B)(6) 2020 the result from the meter at 9:29 a.m. Was 4.8 inr. The result from the meter at 9:30 a.m. Was 5.5 inr. The result from the laboratory at 9:41 a.m. Was 3.7 inr. On (B)(6) 2020 the result from the meter at 12:28 p.m. Was >8.0 inr. The result from the laboratory done minutes later was 7.1 inr. The patient¿s therapeutic range is 2.5-3.0 inr.